Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the unit failed the leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has no picture due to a puncture on cable to wear and tear; the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. The issue was found during inspection for use. There were no reports of patient harm.